Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance in resetting the pump and was advised by technical support to continue using the pump while monitoring for any recurrence of the malfunction code, with instructions to call back if it reoccurs.